Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a withdrawal occurred. The patient had morphine in the pump but the physician had changed it to prialt 3 weeks ago. The patient suffered withdrawal from morphine on (B)(6) 2015. The patient was having problems with prialt. The patient reported their hands and fingers were numb and their "feet toes" were numb. The patient was nauseous and the whole body was generally not feeling good. The patient could not reach their physician. The patient was temporarily on the west coast of florida at the time of report. The patient was trying to find someone to stop the pump because they felt like they were having a reaction to the drug. The manufacture representative met up with the patient in the emergency room on (B)(6) 2015 and they "ordered to put the pump at minimum rate." The patient called the manufacture representative asking to have their pump stopped, the patient was advised to go back to the emergency room. The patient was at "1.3mcg/ml" and the patient was turned down to "0.147mcg/day" (on the paper it said 0.00059mg/day). The patient reported having some problems and a "withdrawal feeling." The patient thought it was the prialt even though it was at such a low dose. The patient had constipation, chills and dry mouth. The patient was on oxycodone 15mg but the patient was "so bad" at about 1:30pm, that the patient had to take a 15mg of oxycodone. The patient was waiting for their physician to call them back. The patient did not want to go to the ER, instead wanted to wait to hear from the physician to see if they think its "the oxycodone or the prialt." The patient thought the symptoms were due to prialt overdose. It was unknown what the event was attributed to, possible reaction to prialt. As of (B)(6) 2015, there was no suspected pump issue. It was unknown how the patient was doing. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information received reported that the cause of the symptoms was attributed to drug side effects. The action taken to mitigate the issue was decreasing drug dosage. The issue resolved and the patient recovered without permanent impairment.

Event description:
Additional information reported there was medical confirmation of the adverse event. The onset date was (B)(6) 2015. Multiple factors were stated to be the cause of the event.